Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath, a gore® tag® conformable thoracic stent graft with active control system and non-gore stent graft. The gore® tag® conformable thoracic stent graft with active control system was implanted distally and the non-gore stent graft (najuta) was implanted proximally with 1 debranch bypass. On (B)(6) 2022, a poor blood circulation of both peripheral vessel was confirmed. A thrombolysis, a thrombectomy using a fogarty catheter and a ivr were performed for both peripheral, but these didn¿t work well. Several days later, the toe amputation for the left and the over knee amputation for the right were performed. The physician suggested that it is possible that a thrombus in an abdominal might have been scattered when the gore® dryseal flex introducer sheath was removed. The fsa reported, in addition of the physician¿s comment, that the point of the possible the thrombus scattered was when the physician did movements pushing the gore® tag® conformable thoracic stent graft with active control system to the thoracic greater curvature repeatedly and/or when the non-gore stent graft was advanced.